Event description:
It was reported the physician implanted two gore® viatorr® tips endoprosthesis with controlled expansion (viatorr® device) for a transjugular intrahepatic portosystemic shunt procedure. Approximately three weeks following the procedure, a reintervention was performed due to viatorr® device occlusion. Imaging showed the initial viatorr® devices did not completely extend to the hepatic vein. Approximately 2-3 cm of tract was uncovered. Additionally, imaging showed there was a large varix that had been coiled but not completely closed off. A thrombectomy was performed. Following the thrombectomy, the physician attempted to implant another viatorr® device to cover the entirety of the tract, but the implant was not successful. The patient was doing well following the procedure.

Manufacturer narrative:
The gore® viatorr® tips endoprosthesis with controlled expansion instructions for use list shunt stenosis or occlusion as a potential clinical and device related adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.